Event description:
Customer reported that the battery life reading was unreliable and dropped quickly to a lower percentage, leading to uncertainty about the remaining time before the pump needed charging. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to pursue troubleshooting and requested the issue be documented for insurance purposes, with no additional outcome information available.